Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open valve replacement procedure. The suture was not treated or hydrated prior to use. The needle detached from the thread when employing a normal suturing technique during sternum closure. In order to resolve the issue and complete the case, an additional suture was used without issue. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The suture was not treated or hydrated prior to use. The device broke when employing a normal suturing technique. In order to resolve the issue and complete the case, an additional suture was used without issue. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the needle detached from the thread when employing a normal suturing technique during sternum closure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twelve devices. The visual inspection and functional evaluation of the sample had acceptable results.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.